Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and after the physician inserted the vizigo sheath into the right atrium, they were unable to pull back fluid from the irrigation hub. They moved the vizigo sheath and made sure it was not against the wall of the heart but the irrigation issue continued. No damage was identified to the hemostatic valve, brim cap, or hub. The issue was noted in the side port. They replaced the vizigo sheath and the procedure continued without further issues. No patient consequences were reported.

Manufacturer narrative:
Note: d4 primary UDI number was updated to (B)(4). On (B)(6) 2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and after the physician inserted the vizigo sheath into the right atrium, they were unable to pull back fluid from the irrigation hub. They moved the vizigo sheath and made sure it was not against the wall of the heart but the irrigation issue continued. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection, back pressure test, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies with the side port; however, the hemostatic valve was observed broken in the star section. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks and physical damage observed suggest that excessive fore manipulation was applied. A device history review was performed for the finished device 60000382 number, and no related to the complaint were found during the review. The damage observed to the valve could be relate to the side port issue reported by the customer; therefore the complaint was confirmed. The potential cause of the damage could be related to the incorrect insertion of the dilator into the sheath, due to an unintended use error; however this could not be conclusively determined. The instructions for use contain (IFU) the following precautions: use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. To minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).